Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-13019. Reference MFR. Report# 1627487-2018-13021. It was reported a lead was added during surgical intervention on (B)(6) 2018 due to ineffective stimulation. Effective therapy has been restored.